Manufacturer narrative:
Section d: device information updated to reflect apical coring knife. Manufacturer's investigation conclusion: the report of the apical coring knife handle, lot number 7598143, being retained in the patient post-implant procedure could not be confirmed as no images were provided for investigation. A specific cause for these events could not be conclusively determined through this evaluation. It was reported that during the left ventricular assist system (lvas) implant procedure the handle of the apical coring knife was retained in the patient. On the patient¿s chest x-rays (cxrs), the cylindrical form was originally thought to be part of the lvas. The patient returned to the clinic approximately five months later and it was noted that the foreign body was not part of the pump and had moved from its original location. It was discussed by the cardiac surgery team, who ultimately decided to leave the cylinder in due to a higher risk from removing the part. It was also reported that the retained piece had not caused the patient any complications or issues. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for the coring knife were reviewed and showed no deviations from manufacturing or quality assurance specifications, which includes final packaging and labeling. The coring knife was shipped to the customer in the implant kit for heartmate 3 lvas, serial number (B)(6), on 17dec2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists the apical coring knife as an optional component for device implantation. Section 5, entitled ¿surgical procedures¿, outlines how to prepare the coring knife, including how to insert the handle to enable handling of the tool during the surgical procedure. Section 5 also outlines how to core the ventricular apex using the coring knife. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information received through medwatch form # (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states that the handle of the apical coring knife was retained in the patient after left ventricular assist device (lvad) implantation. On the patient's chest x-rays it was thought to be part of the lvad. The patient returned about 5 months later and the foreign body had moved. It was discussed by the cardiac surgery team and they decided to leave the handle in the patient due to more risk to remove the part. The patient did not experience any issues.